Event description:
Customer reported that she was hospitalized three years ago due to experiencing diabetic ketoacidosis. Current blood glucose value was 301 mg/dl. Call got disconnected and no details on the hospitalization were collected. Customer was called back and could not be reached. Customer stated that the led light on the transmitter was not blinking when connected to the sensor. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 3 reports regarding this event. Please see manufacturer report number 2032227-2015-02618 and 2032227-2015-02619.